Event description:
It was reported that the coupler was broken on the front of the motor drive unit. The event did not occur during a surgical procedure and there was no pt involvement.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling: conclusion: the actual device involved in this event was returned for eval. The eval found a broken cpc connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.